Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5.1 pocket d1 and d3 had failed. The customer stated that this malfunction occurred when dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 row d was not detected on the bus. A field service engineer removed all staples and swapped row board d with row board c, but the lights still did not display correctly. Upon further investigation, one more staple was found wedged on the row board and was removed. After that, the row board displayed the correct lights. The fse then loaded cubies in the hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.